Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited low amplitude on the right atrial (ra) lead, no undersensing was observed. Additionally, the device stored a signal artifact monitor (sam). As a result, the respiratory sensor was disabled. No adverse patient effects were reported. At this time, this device system remains in service.